Manufacturer narrative:
Results: the ruby embolization coil¿s stretch resistant wire (sr wire) was fractured. The embolization coil was detached from the pusher assembly and was unraveled. The embolization coil had offset coil winds. The returned introducer sheath was undamaged. Conclusions: evaluation of the returned ruby coil revealed an embolization coil with a fractured sr wire. This type of damage may occur if the ruby coil is forcefully advanced against resistance. The non-penumbra catheter was not returned and therefore the root cause of this initial resistance could not be determined. If a device is retracted while experiencing resistance, damage such as a fractured sr wire may occur. A fracture sr wire may cause detachment and unraveling of the embolization coil to occur. Further evaluation revealed the embolization had offset coil winds. It is likely that the offset coil winds occurred when the device was advanced against resistance. No other devices associated with the complaint were returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation of a coil embolization procedure on the back table, the physician inserted a ruby coil into the another manufacturer's microcatheter. However, the ruby coil was unable to be retracted back into its introducer sheath and the ruby coil became frayed. The damage to the ruby coil was found prior to use with the patient. Therefore, the ruby coil was not used in the procedure. The procedure was completed using a new ruby coil.